Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loud noise coming from the pump head while the motor was in use and the motor becoming abnormally hot was not confirmed. The centrimag motor was returned to the service depot for analysis. The returned centrimag motor was evaluated and tested under work order #53698057. The service depot was unable to verify or duplicate the reported loud hum from the motor nor the motor becoming abnormally hot. The motor ran for an extended period of time with the associated console and flow probe. The unit did not get hot nor was a loud noise observed with the pump head. The motor performed as intended and passed all tests including a functional checkout. Inspection of the motor cable was performed per field action ¿fa-q318-mcs-1¿. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was requested but not provided. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that there was a loud humming sound coming from the centrimag pump head while the motor was in use. In addition the motor temperature was abnormally hot. A backup motor was put in and there was no more noise, therefore it is believed that the motor was the root cause of the issue .additional information has been requested but was not provided.